Event description:
It was reported the patient relocated to a different state and was seeking a new hcp. Due to patient¿s insurance there was only one hcp that they found that would take the patient¿s insurance, however, they do not deal with existing pump. Per the reporter they had called several hcp¿s and were not able to find any hcp to manage the patient¿s pump. The patient¿s pump alarmed at (B)(6) 2014 and since the patient had relocated was not able to find a managing hcp before the pump needed to be refilled. The patient had to go to ER (emergency room) because the patient did not have a managing hcp. The ER found an hcp who partially filled the pump. The pump was filled on (B)(6) and the hcp who filled was not going to be able to continue refilling the patient¿s pump. The patient¿s alarm will sound again on (B)(6). The pump was used to deliver gablofen. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).